Manufacturer narrative:
The mdu-5 plus (B)(6) was returned for analysis with corroded pins in the catheter socket hub. The unit passed mdu-5 plus basic functional test with a clear image. The unit successfully passed image and pullback test. No error messages were observed during diagnostic.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. It was noted that the physician found that the motor could not be used before the procedure. The outcome of the procedure remained unknown. No further information obtained.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. It was noted that the physician found that the motor could not be used before the procedure. The outcome of the procedure remained unknown. No further information obtained.